Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used with a leveen inflator during a flexible ureteroscopy procedure. According to the complainant, during inflation for the procedure, the leveen inflator gauge needle started at 0 atm and jumped to 10 atm. The device failed to give correct readings. The physician completed the procedure with this inflator without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine." Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.